Event description:
Reportable based on analysis approved on (B)(6) 2014. It was reported that failure to deploy stent occurred. The 10mm x 4.5mm, 95% stenosed target lesion was located in the non tortuous and severely calcified ostium of the left renal artery. A 5.0mmx15mmx150cm express vascular sd stent delivery system was selected for used and advanced to treat the lesion. After positioning the device to the target lesion, the stent failed to deploy upon dilating the balloon. The device was retrieved intact and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed balloon pinhole.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of an express sd stent delivery system (sds) with stent and no original packaging or other devices. There was blood in the guidewire lumen. The balloon was tightly folded with the stent secured on the balloon between markerbands. The shaft was kinked 2cm proximal of the exit notch. Microscopic examination of the balloon and shaft revealed two pin holes 1mm distal of the distal markerband. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, two thirds of the proximal end and middle portions of the balloon and stent were inflated; however, the balloon was unable to hold pressure and the stent was unable to fully deploy. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).